Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom system error 322 was confirmed through the history log. Also, physical inspection found that the lower latch switch bracket screws were loose allowing the lower latch switch to move in and out from the lower door latch. The loose screws will trigger an intermittent open/closed switch connection causing the reported symptom. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump had a system error 322. It was also reported there was no pt injury.